Event description:
Drug/diluent: cisplatin; fill volume: 1 ml/hr; flow rate: unk; procedure: unk; cathplace: unk. It was reported that the estimated infusion time was five days, but the infusion lasted 3 days. Adverse event: unk.

Manufacturer narrative:
Method: sample will not be returned. Results: without the actual product, an analysis cannot be conducted. Conclusions: no add¿l info is expected but should I-flow obtain add¿l info pertinent to this event, I-flow will submit a follow-up report. A review of the device history record (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to...I-flow provides a "caution" on its dfu which states the following: cautions - actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. The easypump lt flow restrictor (located distal to the filter) should be close to, or in direct contact with skin (31 degrees c/88 degrees f) and the tubing should be under the pts clothing. If the easypump lt is used with the flow restrictor at room temperature (20 degrees c/68 degrees f), delivery time will increase approx by 25 percent.